Manufacturer narrative:
Follow-up #1 (B)(6) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the pt's mother, reported on unspecified dates the pt obtained low blood glucose readings such as 20 mg/dl and 40 mg/dl after meals. The pt experienced 'symptoms' (unspecified), and administered self-treatment by consuming juice or candy. A review of the pump history revealed that on (B)(6) 2011 at 3:20 pm, the pt took a 13.0 unit bolus, when his usual snack bolus is 3.0 units. At 5:30 pm, the pt obtained the blood glucose reading of 40 mg/dl. The pt ate dinner and afterwards his blood glucose level was tested to be 94 mg/dl and 72 mg/dl. Troubleshooting revealed the pump's programmed settings were correct. The pt's mother noted, she is concerned the pt is not correctly calculating his boluses. The pt's incorrect bolus doses may have contributed to the low blood glucose levels. There is no evidence the pump was not delivering insulin accurately. However, as the pt experienced severe hypoglycemic episodes and required self-treatment with food while using the pump, this complaint is being reported.